Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-02790, related manufacturer reference number: 2017865-2023-02791. It was reported that during an implant procedure, the patient's leads were unable to be implanted due to an event of serious hypotension. The leads were not used, and the surgery was stopped. No additional adverse consequences were reported.